Event description:
The customer reported that battery charge light on the heartstart xl remained amber even when the battery was fully charged. There was no report ed pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.